Event description:
It was reported that the complainant received a low flow alert and the water level was low. The nurse verified the pads were drained prior to the water being added and also all the hoses were straight with no bends or kinks. The neonatal hypothermia patient in the rewarming phase. The flow rate was 0.6 l/m, the patient temperature was 33.7c, the target was 36.5c, and the water temperature was 35.5c. The complainant received an error message and an alert 113. Then they disconnected and rotate the pads to 180 degrees. The temperature t3 to 32c, temperature t4 to 4.6c, the water flow rate was 0.7 l/m, and the circulation pump command was 25%, the heater was 28%. The nurse stated that the flow rate was 0.6l/m to 0.8 l/m, since the start of the therapy. Ms&s advised the nurse to swap out the pads as the device will continue to give the alerts about the flow and the heater will shut off if the flow drops. The nurse received an alert 113 (reduced water temperature control) during the troubleshooting. The nurse stated that they swapped out the devices and the flow rate was 0.3 l/m. Ms&s explained the pads need to be changed out because of the low flow rate. The nurse stated that they would not allow them to swap out the pads due to cost. As per follow-up information, the nurse noted that the line with the another bd associate to send the pad back. The nurse confirmed that the patient was switched to a second pad and continued the therapy with no further issues.

Manufacturer narrative:
The reported event was confirmed, however the cause was unknown. Visual evaluation of the returned sample noted that one opened (some original package was present), neonatal arctic gel pad kit was present. Visual inspection of the pad surface noted that no obvious visible defects such as cuts or tears in the foam was observed. Visual inspection of the clear connectors noted that no visible chips or deformities at the ends of all the connectors was observed. A kink was present on one of the pad lines near the pad line connector. The original liner was in place of the returned sample. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure mode could be due to ¿improper consideration of end user requirements-shipping or handling caused the damage to the device.¿ the device did not meet the specifications, and was influenced by the reported failure. The product intended to be used for the treatment purposes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "indications for use ¿ the arctic sun® temperature management system is intended for monitoring and controlling patient temperature in adult and pediatric patients of all ages. Contraindications ¿ there are no known contraindications for the use of a thermoregulatory system. ¿ do not place arcticgel¿ pads on skin that has signs of ulcerations, burns, hives or rash. While there are no known allergies to hydrogel materials, caution should be exercised with any patient with a history of skin allergies or sensitivities. Warning ¿ do not place arcticgel¿ pads over transdermal medication patches as warming can increase drug delivery, resulting in possible harm to the patient. Cautions ¿ federal law restricts this device to sale by or on the order of a physician. ¿ this product is to be used by or under the supervision of trained, qualified medical personnel. ¿ the clinician is responsible for determining the appropriateness of use of this device and the usersettable parameters, including water temperature, for each patient. For small patients (=30 kg) it is recommended to use the following settings: water temperature high limit =40°c (104°f); water temperature low limit =10°c (50°f); control strategy =2. It is recommended to use the patient temperature high and patient temperature low alert settings. ¿ due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to edema, diabetes, peripheral vascular disease, poor nutritional status or steroid or high dose vasopressor therapy. If accessible, examine the patient¿s skin under the arcticgel¿ pads often; especially those patients at higher risk of skin injury. ¿ skin injury may occur as a cumulative result of pressure, time and temperature. Possible skin injuries include bruising, tearing, skin ulcerations, blistering, and necrosis. Do not place bean bags or other firm positioning devices under the arcticgel¿ pads. Do not place any positioning devices under the pad manifolds or patient lines. ¿ do not allow urine, antibacterial solutions or other agents to pool underneath the arcticgel¿ pads. Urine and antibacterial agents can absorb into the pad hydrogel and cause chemical injury and loss of pad adhesion. Replace pads immediately if these fluids come into contact with the hydrogel. ¿ do not place arcticgel¿ pads directly over an electrosurgical grounding pad. The combination of heat sources may result in skin burns. ¿ carefully remove arcticgel¿ pads from the patient¿s skin at the completion of use. Aggressive removal or removal of cold pads from the patient¿s skin may result in skin tears. ¿ the arcticgel¿ pads are non-sterile for single patient use only. Do not place pads in the sterile field. If used in a sterile environment, pads should be placed according to the physician¿s directions, either prior to the sterile preparation or sterile draping. ¿ do not reprocess or sterilize. ¿ use pads immediately after opening. Do not store pads in opened pouch. ¿ do not allow circulating water to contaminate the sterile field when lines are disconnected. ¿ the arcticgel¿ pads should not be punctured with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance. ¿ if warranted, use pressure relieving or pressure reducing devices under the patient to protect from skin injury. ¿ the arcticgel¿ pads are only for use with an arctic sun® temperature management system. ¿ the water content of the hydrogel affects the pad¿s adhesion to the skin and conductivity, and therefore, the efficiency of controlling patient temperature. Periodically check that pads remain moist and adherent. Replace pads when the hydrogel no longer uniformly adheres to the skin. Replacing pads at least every 5 days is recommended. ¿ if needed, place defibrillation pads between the arcticgel¿ pads and the patient¿s skin. ¿ discard used arcticgel¿ pads in accordance with hospital procedures for medical waste. Directions for use 1. Arcticgel¿ pads are only for use with an arctic sun®temperature management system control module. See operators manual for detailed instructions on system use. 2. Select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the entire pad set (4). If the entire set of pads is not used, the minimum flow rate may not be achieved. 3. For patient comfort, the pads may be prewarmed using water temperature control mode (manual) prior to application. 4. Place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion. 5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 1.7 liters per minute, which is the minimum flow rate for a full pad kit . 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard." Corrections: d4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the complainant received low flow alert and water level was low and added it. Complainant verified that pads were drained prior to water being added and also confirms all hoses are straight with no noticeable bends or kinks. Neonatal hypothermia patient in rewarm phase. Flow rate was 0.6 l/m, patient temperature was at 33.7c, target was 36.5c, and water temperature was at 35.5c. Complainant get error message and get an alert 113 then they disconnect, rotate pads 180 degrees, and reconnect. T3 32c, t4 4.6c, wfr 0.7 l/m, -7 psi, circulation pump command 25%, heater 28%, and wrl 5. Complainant states flow rate had been 0.6l/m -0.8 l/m since start of therapy. Advised complainant to swap out these pads as the device will continue to alert about the flow and it heater will shut off if flow drops any lower. Complainant received an alert 113 reduced water temp control while trouble shooting. Reiterated needs to swap out pads. Sn dyaqy033. Complainant states that they swapped out devices and flow rate was 0.3 l/m. Explained the pads need to be changed out because of the low flow rate. Complainant states they do not allow them to swap out pads due to cost. As per follow up information, carol who noted she was on the line with another bd associate at that moment to send the pad back. Carol confirmed patient was switched to a second pad and was continuing therapy with no further issue.